Event description:
It was reported that the patient can use a tens unit to get relief, but can't wear it for any significant amount of time as the patient's skin breaks out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).